Event description:
The report received from a cordis clinical registry indicated a male patient incurred a dissection and a side branch occlusion during implantation of cypher stents. The indication for the procedure was previous q-wave myocardial infarction and resting ECG changes. The patient received aspirin and clopidogrel, heparin and gp iib/iiia inhibitor during the procedure. A 3.0 x 18mm cypher stent was deployed at 14 atms to treat a lesion in the mid left anterior descending coronary artery (lad) described as 3.0 x 15mm long, de novo and eccentric with a type b1 and 80% stenosis. Predilation was not conducted; post dilation was conducted at 20 atms with an unknown 3.0 x 10mm balloon. The residual stenosis was zero. Side branch occlusion within the stented area was reported; an increase in troponin as a result was also reported. The second cypher; a 3.0 x 13mm stent was implanted at 14 atms in the right coronary artery (rca) to treat a lesion described as 3.0 x 10mm long, de novo, eccentric with a type b1 classification and 90% stenosis. The vessel was not predilated, but post dilatation was conducted with an unknown 2.0 x 10mm balloon at 14 atms. Residual stenosis was zero after the procedure. A third cypher stent was deployed to treat a dissection, which occurred during implantation of the second stent in the rca. The patient was discharged home the following day on aspirin, clopidogrel, statins ace inhibitors and beta-blockers. The side branch occlusion which occurred was determined as highly probable to the cypher implanted in the lad and highly probable to the procedure while the type a dissection was determined as unrelated to the cypher stent but highly probable to the procedure. The patent events outcomes were noted as resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers y and 9616099-2008-00213. Additional information will be submitted within thirty days upon receipt.